Event description:
A (B)(6) old, female, patient's daughter called in to zoll lifecor customer support to report that neither of the patient's batteries are charging well. The patient was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem has been confirmed. Upon evaluation, it was discovered that the cause of the patient's batteries being unable to charge was due to a corroded connector. The root cause of the corroded connector cannot be positively identified but was likely caused by liquid ingress. The source of the liquid is unknown. No adverse event resulted from the corroded connector. The patient received a replacement battery charger.